Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 400mg/dl. The customer had no symptoms and treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 160 mg/dl at the time of the call. Troubleshooting was performed and found that the customer does not have a reservoir in the compartment. Customer indicated that they have changed the settings recently and received an insulin flow blocked alarm. Customer indicated that they were not trained on the pump and will contact their doctor about the correct settings. No further details given.